Manufacturer narrative:
(B)(4).

Event description:
An increase in pain was noted and it was reported that stimulation had stopped. Efforts were made to increase stimulation in programs 1 and 2 (setting almost at maximum) but no stimulation was felt. No known accident or incident relating to call. Pt was directed to contact hcp. Subsequent evaluation showed impedance measures of greater than 3600 ohms on multiple bipolar pairs. Reprogramming was planned. Request for further info was made.